Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
As reported: "it was reported by the attorney, through the filing of a lawsuit, that the patient underwent a second revision right total hip arthroplasty on (B)(6) 2011 where he was implanted with a stryker hip system. It is further alleged that the patient's right hip had to undergo a third revision on (B)(6) 2016 due to excessive levels of chromium and cobalt revealed in bloodwork".